Event description:
The recipient went in for a fitting on (B)(6) 2019. The recipient was not able to hear any sound with the device. There was no accident or trauma reported.the user was re-implanted.

Manufacturer narrative:
The device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of devices, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation at the explanted device is necessary. No date for re-implantation surgery has been provided yet.

Event description:
The recipient went in for a fitting on (B)(6) 2019. The recipient was not able to hear any sound with the device. There was no accident or trauma reported. Re-implantation was considered; however no further information has been recieved.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went in for a fitting on (B)(6) 2019. Currently the user is not able to hear any sound with the device. There is no accident or trauma reported. Re-implantation may be considered.